Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement. Therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow up medwatch report. In process.

Event description:
When the surgeon tried to insert the anchor, the anchor broke. The following additional information was received via email by the affiliate on 8-10-15. The surgeon completed the procedure by using the traditional method of using sutures through bone tunnels. The procedure was extended approx. 15 minutes. The fins of the anchor broke. All broken parts were removed and surgery completed with sutures so no adverse patient event.

Manufacturer narrative:
The complaint device was received and evaluated. It was noticed that this device arrived with the anchor already deployed off of the inserter. The anchor itself reveals no structural anomalies. The received inserter and the sutures were examined and not anomalies were found. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
When the surgeon tried to insert the anchor, the anchor broke. The following additional information was received via email by the affiliate on (B)(6) 2015 the surgeon completed the procedure by using the traditional method of using sutures through bone tunnels. The procedure was extended approx.15 minutes. The fins of the anchor broke. All broken parts were removed and surgery completed with sutures, so no adverse patient event.